Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian tubes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain female/pelvic pain") and back pain ("back pain/lower back pain"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain/weight gain: weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse),"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), cystitis ("bladder/urinary problems: bladder infection"), vaginal discharge ("vaginal discharge"), urinary tract disorder ("bladder/urinary problems: urinary probs"), fatigue ("fatigue"), tooth disorder ("dental probs"), headache ("headache") and visual impairment ("vision probs") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia, psychological trauma, cystitis, vaginal discharge, urinary tract disorder, fatigue, tooth disorder, hormone level abnormal, headache, visual impairment, weight increased and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, back pain, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, hormone level abnormal, menorrhagia, metrorrhagia, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: current weight 170 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: essure has blocked tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2019: pfs received. Event vaginal bleeding was added. Laboratory data was added. Event device monitoring procedure not performed deleted. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian tubes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "confirmation test? No". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), pelvic pain ("pelvic pain female "), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), cystitis ("bladder/urinary problems: bladder infection"), vaginal discharge ("vaginal discharge"), urinary tract disorder ("bladder/urinary problems: urinary probs"), fatigue ("fatigue"), tooth disorder ("dental probs"), headache ("headache") and visual impairment ("vision probs") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia, psychological trauma, cystitis, vaginal discharge, urinary tract disorder, fatigue, tooth disorder, hormone level abnormal, headache, visual impairment and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, hormone level abnormal, menorrhagia, metrorrhagia, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, vaginal discharge, visual impairment and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Event injury was updated and new events: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/ abdominal, back pain, menorrhagia (heavy menstrual bleeding),metrorrhagia (bleeding b/w periods), psych injury, perforation fallopian tubes, bladder/urinary problems: urinary problems., bladder infect., vaginal. Discharge, other injuries/symptoms: fatigue, dental problems., hormonal changes, headaches, vision problem, weight gain, confirmation test? No were added. Plaintiffs information added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian tubes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular menstruation. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain female/pelvic pain") and back pain ("back pain/lower back pain"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain/weight gain: weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse),"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), cystitis ("bladder/urinary problems: bladder infection"), vaginal discharge ("vaginal discharge"), urinary tract disorder ("bladder/urinary problems: urinary probs"), fatigue ("fatigue"), tooth disorder ("dental probs"), libido decreased ("hormonal changes-low libido"), mood swings ("hormonal changes-mood swings"), headache ("headache") and visual impairment ("vision probs"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia, psychological trauma, cystitis, vaginal discharge, urinary tract disorder, fatigue, tooth disorder, libido decreased, mood swings, headache, visual impairment, weight increased and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, back pain, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, libido decreased, menorrhagia, metrorrhagia, mood swings, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: current weight 170 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: essure has blocked tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian tubes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular menstruation. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain female/pelvic pain") and back pain ("back pain/lower back pain"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain/weight gain: weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse),"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), cystitis ("bladder/urinary problems: bladder infection"), vaginal discharge ("vaginal discharge"), urinary tract disorder ("bladder/urinary problems: urinary probs"), fatigue ("fatigue"), tooth disorder ("dental probs"), libido decreased ("hormonal changes-low libido"), mood swings ("hormonal changes-mood swings"), headache ("headache") and visual impairment ("vision probs"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia, psychological trauma, cystitis, vaginal discharge, urinary tract disorder, fatigue, tooth disorder, libido decreased, mood swings, headache, visual impairment, weight increased and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, back pain, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, libido decreased, menorrhagia, metrorrhagia, mood swings, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: current weight 170 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: essure has blocked tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2020: pfs received-new events added-hormonal changes- low libido, mood swings and patient demographics updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.